Event description:
Boston scientific crm (bsc) received information that this guidant implantable cardioverter defibrillator (ICD) was associated with battery measurements of 2.74 volts after approximately 24.5 months of implant, and 2.63 volts after 27.5 months of implant. This device is included in the 4/5/2007 shortened replacement window advisory population. A bsc technical services consultant (ts) discussed the advisory details and recommendations. It was reported this patient will be followed monthly via latitude remote monitoring. There was no report of adverse patient effects, and the device remains implanted and in service. This report will be updated if additional information is received.

Manufacturer narrative:
The device subsequently was explanted and replaced with no report of adverse patient effects. The device's reporting status is changed to serious injury from malfunction due to explant with premature battery depletion previously suspected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device did not meet longevity expectations per programmed values. During subsequent device analysis, portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.